Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of an exactamix bag was ¿dirty¿. This was noted at an unspecified process step before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the device contained liquid ingredient residue, indicating that the customer had attempted to fill the bag. A permanent deformation mark revealed that the one-time-use clamp had been closed on the inlet tubing, and later broken off and removed. After the inlet cap was removed from the large bore tubing, visible yellow particulate matter was noted on the threads of the large bore connector. The reported condition was verified; however, as the sample had been used by the customer, the cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.